Event description:
It was reported there was a surgery in (B)(6) 2013 where ¿they had to push the lead back up from there. Device stopped working it was called firing.¿ it was noted ¿they had it all taken out and reput two new leads in.¿

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).